Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0g0ne, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient has the implant turned down lowest setting because it worked at the beginning for couple months and since then it didn't provide therapy relief. Patient reported they go to bathroom 5-6 times at night and would like to get implant to help them because it wasn't doing anything for them patient further reported that their healthcare professional (hcp) told them the wire shifted. It was reviewed with patient how implant function and programmer function and recommended patient consult with hcp. Patient could also call back for assistance with using programmer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported the cause was not known. They noticed the wire shifted in (B)(6) 2014. No actions had been taken. Patient has tried medication, physical therapy, and acupuncture. They were not waiting for a new device to be approved by the FDA to try. No further complications were reported or anticipated.

Manufacturer narrative:
Date of event approximate. If information is provided in the future, a supplemental report will be issued.